Event description:
(B)(4). I got pregnant 5 months after my hsg test. I developed asthma a year after having essure implanted. My moods were of the charts. After two years, I started losing large amounts of hair which freaked me out. I after four years have started getting heart palps off and on as well had make hip pain back and sharp pains in my left side. I have recently been getting hives on my arms. Not to mention I feel like I am going crazy and have no control over my moods emotions or mind. So much I am starting to think about seeing a dr until I found out I want alone.